Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed and a 24mm watchman flx laa closure device & delivery system (wds) were used. Upon unsheathing the closure device, the closure device began to tilt. The view was lost on transesophageal echocardiography (tee) the position of the closure device was assessed again, and the closure device was deployed. The closure device appeared completely uncompressed and was sitting in an orientation different that the orientation of the laa. The shoulder of the closure device appeared to be sitting in free space within the transverse sinus. A tug test was performed, which showed the face of the closure device moving towards the sheath slightly, but not changing position. The closure device remained mainly in the transverse sinus. A leak was not seen as the sheath was occluding the hole that was made. Fluid was seen in the transverse sinus and a perforation was noted. The pericardial effusion was noted to be around the left atrium in the area of the transverse sinus adjacent to the laa. The patient's blood pressure began to drop, and anesthesia was used to treat this blood pressure decrease. The closure device was released. Pericardiocentesis was performed, 165ml of fluid was removed from the pericardial sac, and blood was transfused. Cardiac surgery was consulted, and the decision was to keep the patient in the intensive care unit (ICU) and obtain a computed tomography (CT) scan a few days after the remaining blood in the pericardium congealed. The patient was admitted to the ICU as of (B)(6) 2023. The patient was stable and discharged approximately a week after admission to the ICU.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed and a 24mm watchman flx laa closure device & delivery system (wds) were used. Upon unsheathing the closure device, the closure device began to tilt. The view was lost on transesophageal echocardiography (tee) the position of the closure device was assessed again, and the closure device was deployed. The closure device appeared completely uncompressed and was sitting in an orientation different that the orientation of the laa. The shoulder of the closure device appeared to be sitting in free space within the transverse sinus. A tug test was performed, which showed the face of the closure device moving towards the sheath slightly, but not changing position. The closure device remained mainly in the transverse sinus. A leak was not seen as the sheath was occluding the hole that was made. Fluid was seen in the transverse sinus and a perforation was noted. The pericardial effusion was noted to be around the left atrium in the area of the transverse sinus adjacent to the laa. The patient's blood pressure began to drop, and anesthesia was used to treat this blood pressure decrease. The closure device was released. Pericardiocentesis was performed, 165ml of fluid was removed from the pericardial sac, and blood was transfused. Cardiac surgery was consulted, and the decision was to keep the patient in the intensive care unit (ICU) and obtain a computed tomography (CT) scan a few days after the remaining blood in the pericardium congealed. The patient was admitted to the ICU as of (B)(6) 2023. The patient was stable and discharged approximately a week after admission to the ICU. It was further reported that there is no plan to remove the closure device due to the patient not being an ideal surgical candidate. The patient was discharged from the skilled nursing unit on (B)(6) 2023 and was at home doing well. The patient was to remain on eliquis 5mg following this event.

Manufacturer narrative:
Media review: procedural transesophageal echocardiography (tee), including pre-implant and post-implant loops were reviewed by a boston scientific (bsc) medical safety director. The media showed the watchman access system placed deep in the left atrial appendage (laa). Once the closure device was released, the closure device was located halfway in the transverse sinus. There was a significant pericardial effusion seen in transgastric views showing beginning compression of right cavities as a sign of hemodynamic impact. The media confirmed perforation of the laa wall with the closure device at least halfway in the transverse sinus, resulting in a pericardial effusion. The exact moment of perforation could not be confirmed from the provided tee. H6: evaluation conclusion codes- updated.

Manufacturer narrative:
B5: describe event or problem - updated with additional narrative.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed and a 24mm watchman flx laa closure device & delivery system (wds) were used. Upon unsheathing the closure device, the closure device began to tilt. The view was lost on transesophageal echocardiography (tee) the position of the closure device was assessed again, and the closure device was deployed. The closure device appeared completely uncompressed and was sitting in an orientation different that the orientation of the laa. The shoulder of the closure device appeared to be sitting in free space within the transverse sinus. A tug test was performed, which showed the face of the closure device moving towards the sheath slightly, but not changing position. The closure device remained mainly in the transverse sinus. A leak was not seen as the sheath was occluding the hole that was made. Fluid was seen in the transverse sinus and a perforation was noted. The pericardial effusion was noted to be around the left atrium in the area of the transverse sinus adjacent to the laa. The patient's blood pressure began to drop, and anesthesia was used to treat this blood pressure decrease. The closure device was released. Pericardiocentesis was performed, 165ml of fluid was removed from the pericardial sac, and blood was transfused. Cardiac surgery was consulted, and the decision was to keep the patient in the intensive care unit (ICU) and obtain a computed tomography (CT) scan a few days after the remaining blood in the pericardium congealed. The patient was admitted to the ICU as of (B)(6) 2023. The patient was stable and discharged approximately a week after admission to the ICU. It was further reported that there is no plan to remove the closure device due to the patient not being an ideal surgical candidate. The patient was discharged from the skilled nursing unit on (B)(6) 2023 and was at home doing well. The patient was to remain on eliquis 5mg following this event.